Manufacturer narrative:
Concomitant medical product: product ID: evolutr-26-us valve, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days post implant the right atrial (ra) lead had dislodged and the helix would not retract. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.